Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device was explanted and replaced. The right atrial (ra) lead exhibited undefined impedance. When the ipg was replaced and the lead was tested intraoperative, impedance was in normal range but the lead exhibited high thresholds. The lead was replaced. No patient complications have been reported as a result of this event.